Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645, implantable pacing lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
(B)(4). Analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; partial lead in segments returned and analyzed.

Event description:
It was reported that there was increased pacing impedance and threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was increased pacing impedance and threshold. It was further reported that there was a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.